Manufacturer narrative:
It was confirmed that there was contamination on the radiofrequency (rf) connector, but it could not be confirmed that the programmer would not interrogate. The programmer interrogated with a known good rf head. It was also found that the programmer was internally contaminated and failed an incoming test, and the electrocardiogram (ECG) connector on the link electronic module (lem) board was loose.

Event description:
It was reported that there was visible corrosion around the radiofrequency (rf) head socket on the programmer, and it was not possible to interrogate. The programmer and rf head have been returned to service. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.